Manufacturer narrative:
The explanted device was not returned as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. It was also reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.